Manufacturer narrative:
Follow up to be sent if additional information is received

Event description:
The dealer called and asked was a broken spoke under warranty and I told him if it wasn't a out of box failure it wouldn't be a warranty and the dealer states that the chair was with a customer and hung up when I told him it wouldn't be covered. Wasn't able to ask protocol questions, dealer hung up.